Event description:
The hospital staff opened the package for a penumbra system separator 041 and found the package empty.

Manufacturer narrative:
Conclusion: the device packaging is available for return and a follow up MDR will be submitted upon completion of the investigation. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.